Manufacturer narrative:
If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care (adc) device. The customer received a low glucose sensor scan result of 49 mg/dl compared to a healthcare professional (hcp) meter result of 152 mg/dl. The results when plotted on a parkes error grid fell into the c zone. There was no report of death, serious injury, or mistreatment associated with this event.